Manufacturer narrative:
The evaluation noted that the reason for the revision reported was likely the result of either patient¿s poor bone quality, an intra-operative bone fracture that was not noticed during the original surgery, or a combination of the two, which led to a periprosthetic bone fracture. However, this cannot be confirmed as the device was not available for evaluation. Concomitant device(s): - cemented finned tib. Tra sz 3f/3t (cn: 200-04-33, sn: (B)(6)).

Manufacturer narrative:
Pending evaluation.

Event description:
As reported, the initial implant date was (B)(6) 2019. This (B)(6) female was revised on (B)(6) 2019 due to left hip stem fracture. The device was discarded upon revision by the facility. Patient was last known to be in stable condition following the event. No other information available at this time.